Manufacturer narrative:
(B)(4).

Event description:
Received information the patient experienced a shocking or jolting sensation at unexpected times. In case this was linked to the transition settings needing to be adjusted, the patient attended clinic to be reprogrammed. Out of range impedances were noted in 4 electrodes, but these were not in use and had also previously been noted to be out of range. The patient was shown how to deactivate adaptive stimulation in case she continued to have problems. She remained unhappy with her settings and therefore deactivated adaptive stimulation a few days later. She subsequently contacted the clinic to complain that she had experienced another severe jolt while standing in one position without moving and that it knocked off her feet. A full interrogation of the system was performed, the same four electrodes showed out of range impedances when tested at 3 volts. The extension connector and ipg site were palpated while the patient performed bending exercises, but no shocks / jolts could be induced. The patient was advised to use a lower amplitude to reduce the risk of strong jolts while the situation was explored further. It was noted from the patient's records that the amplitude required has climbed significantly over the years from an average of 4 volts to a requirement of between 8 and 9 volts in certain positions. The patient has needed to take morphine to control the pain because the scs is not working effectively. It should be noted the patient had a previous power on reset condition but no further por had occurred and the patient was not aware of any exposure to high levels of emi. A revision was being considered.